Event description:
Physician attempted to implant a resolute integrity 3.00 x 38 mm rx drug eluting stent to treat a lesion in the distal lcx. The vessel was described as being moderately tortuous, moderately calcified and had 85% stenosis. It is reported that on the first attempt the physician was unable to deliver the stent to the desired location. The stent was removed and the physician then used a guideliner to advance the stent to the lesion but this was not successful either. They removed the stent and on inspection noticed that the proximal edge had been manipulated and fractured. They decided not to use the stent anymore due to the deformation. A non-medtronic stent was used instead. No patient injuries have been reported. Evaluation summary: the distal tip was flared and damaged. The mandrel could be loaded successfully; no resistance was felt from the inner lumen. The hypotube was kinked 3cm, 55cm and 94cm distal to the strain relief. The distal shaft was torn immediately distal to the guidewire entry port. The stent was positioned on the balloon between the inner markers as per specification. Crimp impressions were still evident on the balloon. Struts on the 21st and 22nd segments proximal from the proximal inner marker were raised, overlapping and pulled proximally. The protective sheath could not be successfully loaded over the raised struts.

Manufacturer narrative:
Evaluation, results: failure to follow instructions- (IFU suggests not to apply excessive force if resistance is met); patients condition affected effectiveness of device - (lesion morphology reported as moderate calcification and tortuosity, 85% stenosis); inherent risk of procedure ¿ (failure to deliver stent and stent deformation); deformation problem - (stent deformation). Conclusions: failure to follow instructions- (IFU suggests not to apply excessive force if resistance is met); inherent risk of procedure ¿ (failure to deliver stent and stent deformation); patients condition affected effectiveness of device - (lesion morphology reported as moderate calcification and tortuosity, 85% stenosis). (B)(4).